Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gear seized, blocked, was moving heavy and running rough. It was further observed that the bearings and mechanics of the device were worn out and the seal was stiff. It was determined that the device failed the leakage check and falling out protection check during the pretest. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery handpiece device became jammed. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.